Event description:
It was reported that the right ventricular (rv) lead was extracted and replaced due to high coil impedances. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, that the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and that there was a lead impedance out of range alert.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).